Event description:
During follow-up for a supply bags line blocked message, it was reported that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with multi-organism peritonitis on (B)(6) 2025. No symptoms were provided. The patient¿s pd culture was positive for pseudomonas, klebsiella, and serratia (no species provided). The patient was initiated on antibiotic therapy with ciprofloxacin and ceftazidime (route, dose, frequency, and duration unknown). The patient was admitted to the hospital on (B)(6) 2025 and had the pd catheter removed. Additionally, the patient had a central venous catheter (cvc) placed and was initiated on hemodialysis (hd). This transition to hd is permanent. The cause of the peritonitis is unknown. The patient lives in a skilled nursing facility. The pdrn stated the organisms are waterborne but does not believe the patient utilizes a shower at the facility. No additional information was provided. Additional information provided on 02/11/2025 indicated the patient¿s deactivation date from pd was on (B)(6) 2025.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with subsequent hospitalization for pd catheter removal and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pdrn stated the organisms are waterborne; however, klebsiella in humans may colonize the skin, pharynx, or gastrointestinal tract and serratia can be found in the urinary tract and respiratory tract. Although a cause was not determined, it is possible that there was a breach in aseptic technique based on the culture results. Most cases of pd-related peritonitis are the result of touch contamination. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
During follow-up for a supply bags line blocked message, it was reported that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with multi-organism peritonitis on (B)(6) 2025. No symptoms were provided. The patient¿s pd culture was positive for pseudomonas, klebsiella, and serratia (no species provided). The patient was initiated on antibiotic therapy with ciprofloxacin and ceftazidime (route, dose, frequency, and duration unknown). The patient was admitted to the hospital on (B)(6) 2025 and had the pd catheter removed. Additionally, the patient had a central venous catheter (cvc) placed and was initiated on hemodialysis (hd). This transition to hd is permanent. The cause of the peritonitis is unknown. The patient lives in a skilled nursing facility. The pdrn stated the organisms are waterborne but does not believe the patient utilizes a shower at the facility. No additional information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow-up for a supply bags line blocked message, it was reported that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2025. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was diagnosed with multi-organism peritonitis on (B)(6) 2025. No symptoms were provided. The patient¿s pd culture was positive for pseudomonas, klebsiella, and serratia (no species provided). The patient was initiated on antibiotic therapy with ciprofloxacin and ceftazidime (route, dose, frequency, and duration unknown). The patient was admitted to the hospital on (B)(6) 2025 and had the pd catheter removed. Additionally, the patient had a central venous catheter (cvc) placed and was initiated on hemodialysis (hd). This transition to hd is permanent. The cause of the peritonitis is unknown. The patient lives in a skilled nursing facility. The pdrn stated the organisms are waterborne but does not believe the patient utilizes a shower at the facility. No additional information was provided. Additional information provided on 02/11/2025 indicated the patient¿s deactivation date from pd was (B)(6) 2025.